Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired twice while trying to clip the cystic duct. It was not reported what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the er420a instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed and formed 3 clips conforming and ejected 10 clips. The instrument lock out was functional. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Device b additional information: batch # e9fm5m. Expiration date: 09/2013. Manufacturing date: 10/2008. Ejected clips.